Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was far field r-wave oversensing. No intervention was performed. The patient was asymptomatic and would present in clinic.